Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported frost on the needle shaft was not confirmed as the needle passed all investigative tests and the iceball size is within specification.

Event description:
During a renal cryoablation procedure, the insulation on the icesphere needle failed. Gel was used to protect the patient's skin. The needle will be returned.